Event description:
We were informed by the hospital's safety officer, that after an exam on a male, the patient fell from the table. The incident occurred while awaiting transfer from the system table to a transport stretcher after completion of the exam. The unresponsive patient was on a slide board on top of the supplied foam table pad. While the technologist waited for additional assistance to move the patient, the technologist turned around momentarily and the patient fell off of the table, hitting his head. The patient was taken to a CT room and was scanned. The exam did not indicate any problems. The following morning a second CT exam was made, and a subdural hematoma was discovered. The patient died the same morning. According to the customer, there was no bruising or contusion noticed on the patient's head either in the initial CT exam, or on the second CT exam. This event is not related to any fault in the siemens axiom artis system operation.

Manufacturer narrative:
A safety update instruction dated in 2008, was performed for this site the following month. The ui consists of a customer safety advisory notice (csan), and an addendum to the operator's manual (both attached). The csan and addendum inform the customer regarding securing the patient while the patient is undergoing an examination on the artis system.